Event description:
It was reported that this left ventricular (lv) lead was explanted due to loss of capture and dislodgement, which was confirmed through fluoroscopy. A new lead with different model was implanted. No additional adverse patient effects were reported.